Manufacturer narrative:
The suspect fiber was returned to the manufacturer for evaluation. Visual inspection found that the tip was missing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacture and expiration date updated to proper value.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt), the tip of the catheter was missing when the surgeon removed the catheter from the pmt bolt, a non-medtronic product, bone anchor. On the thermal map, it was found that the heat map went from red at 50% power to black within seven seconds. The laser was then turned off, flushed with saline. There was no indication of saline leakage into the brain. A t1 run on the patient found that the tip was air. A medtronic representative reported that the tip was left in the patient as the surgeon did not want to resect additional tissue to remove the tip. There was a reported delay to the procedure of ten minutes due to this issue. No additional information was provided.